Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found outer insulation breached/cuts, and there was a large amount of blood ingress on proximal conductor. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach observed during analysis occurred at implant, and it is likely the cause for the electrical complaints of high thresholds. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead thresholds started increasing to high levels several days after implant. During a lead revision procedure, the lead appeared dislodged, and so the lead was repositioned. During testing of the lead, the rv impedance began to rise, and troubleshooting suggested a lead issue. Finally, the lead was removed and replaced. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry. No patient complications have been reported as a result of this event.